Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system intra-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the site had used the imaging system for the initial spin. The doctor was able to place screws and perform the case. When going to take a confirmation spin the imaging system was around the patient and when taking 2d images the mobile view station (mvs) just remained black and wouldn't receive any images. The site was able to reboot the system and move forward with the case. This caused a 5 min delay in the case. There was no impact to the patient.